Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient on the liberty select cycler had peritonitis. Upon follow-up, the pd patient's registered nurse (rn) stated the peritonitis was caused by patient¿s concomitant constipation and was recovering. The nurse confirmed the patient did not have adverse effects from use of fresenius device or products. There were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Correction: h6 component code, h6 type of investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient on the liberty select cycler had peritonitis. Upon follow-up, the pd patient's registered nurse (rn) stated the peritonitis was caused by patient¿s concomitant constipation and was recovering. The nurse confirmed the patient did not have adverse effects from use of fresenius device or products. There were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Additional information: health effect - clinical code section h6 correction: investigation conclusions h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient on the liberty select cycler had peritonitis. Upon follow-up, the pd patient's registered nurse (rn) stated the peritonitis was caused by patient¿s concomitant constipation and was recovering. The nurse confirmed the patient did not have adverse effects from use of fresenius device or products. There were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event cannot be firmly established. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient reportedly had concomitant constipation which is a well-documented risk factor for peritonitis in pd patients. Therefore, the patient¿s peritonitis is likely to be associated with constipation, as reported by the pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient on the liberty select cycler had peritonitis. Upon follow-up, the pd patient's registered nurse (rn) stated the peritonitis was caused by patient¿s concomitant constipation and was recovering. The nurse confirmed the patient did not have adverse effects from use of fresenius device or products. There were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.